Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) said their ins was charging fine but when they tried to charge the controller from ac power yesterday, it does not charge (controller battery does not increase). Pt mentioned that when they first received the controller, they noticed it would sometimes take a couple of times to get the controller to power off. Patient services (pss) walked pt through removing the battery pack, plugging the controller into the ac power supply, pt said the controller did not power on. Pt then noticed that the ac power supply was not plugged into the wall. Pt plugged ac power supply into the wall and then the controller powered on. Pt re-inserted the battery and confirmed that the li battery was recharging. Pt was experiencing difficulty getting the li battery into the controller. When pt was trying insert the battery, the controller was switching from displaying the plug icon and the controller battery percentage (controller 70%, ins 100%). Pt said the battery would click into place and when they held the battery down, it would display the controller percentage but when they let go, the plug icon would display. Pt inspected the battery compartment pins and they looked good. Pt tried re-inserting the battery several times however, the issue was not resolved. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745nt. Serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745nt controller (s/n nld138568n) revealed that the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.